Manufacturer narrative:
(B)(4).

Event description:
It was reported that the internal drive feature of the implant was damaged and would not allow anything to seat. The implant had to be removed. Tooth location 9.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified signs of wear from use at the implant threads and drive feature. Functional testing was performed for the returned product and it was determined the implant assembles, seats, and disengages as normal with a mating in house healing collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.